Event description:
Procedure: gastrectomy. According to the reporter: the esophageal staple line failed on the second firing. A thoracotomy was performed and the patient was repositioned in order to hand sew the anastomosis. The surgeon resected the esophageal staple line. Or time delay was reported as 2 to 3 hours.